Manufacturer narrative:
The insulin pump was received with no button response due to the corroded keypad traces. They were unable to confirm the unexpected battery out limit alarm and the failed battery test alarm due to the keypad anomaly. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, minor scratches on the display window, and a missing end cap sticker was noted.

Event description:
The customer's mother reported via phone call that the customer had a battery out limit alarm and a failed battery test. Caller mentioned that the customer experienced a high blood glucose and treated manually. Customer's blood glucose was 319 mg/dl at the time of the incident. Caller stated that the pump would not let them clear the alarm. Customer pressed esc and nothing happened. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was unable to troubleshoot the battery out limit alarm and the failed battery test due to the keypad issues.